Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4).device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire. The core wire was stretched and separated adjacent to the distal weld. Microscopic inspection revealed deformation and necking in the area of the break. The guide wire met dimensional specifications and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution that withdrawing against the needle bevel or using excessive force during removal could damage or break the wire. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in the ER during insertion, through the needle placed in the patient's subclavian, the guide wire became unraveled. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.